Event description:
Customer reported a discoloration issue on pump screen, described as a rainbow with tiny green dots, which affected interaction with the pump. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.